Event description:
It was reported that stent foreshortening and stent migration occurred. The target lesion was located in the common iliac vein. A 16mm x 60mm wallstent was deployed, however, it was noted that the stent foreshortened and appeared shorter than a 16x60 wallstent implanted on the patient's other side. Post dilatation with a balloon catheter was performed and during removal of the balloon catheter, the stent migrated distally a bit. The stent's final location was not as proximal and not as overlapping of a previously implanted proximal wallstent as the physician would have preferred. The foreshortening was not treated. The physician implanted another stent and the procedure was completed. No further complications were reported and the patient's status was great.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).